Event description:
It was initially reported that the patient was being implanted with a pacemaker by another company representative. The other's company representative did not know if the reason the patient was being implanted with a pacemaker was related to vns, but did provided the treating cardiologist name. Follow-up with the cardiologist that the other's company representative provided had no record of the patient seeing or planning on seeing anyone in their practice. It is still unknown if the reason for the patient was being implanted with a pacemaker is related to vns. (B)(4) attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.